Event description:
Reportedly the pca pump was set for use in the pca mode to deliver at a rate of 7ml per hour. The pump appeared to have delivered a constant dose and was stopped manually. The pt did not experience an adverse affect from this overdelivery. History retained in the pump indicates that the pump may have been unlocked.

Manufacturer narrative:
This pump was not returned to baxter for evaluation. The evaluation of the this pump was conducted by the hosp biomed. Dept.. They have concluded this event was related to user error and the pump was found to be operating as expected.